Event description:
It was reported that several days after pump implant, the patient experienced "extreme positional headaches" (10/10), nausea and vomiting. The patient had been lying flat for 2 days. The patient also experienced minimal improvement in her spasticity. The incisions were inspected with no abnormalities noted. The hcp determined that the symptoms were most likely due to cerebral spinal fluid leak. A blood patch was placed under fluoroscopy into the lumbar epidural space in 2007. The patient was seen in clinic 10 days later, for suture removal and reported resolution of her headaches.

Manufacturer narrative:
.